Event description:
It was reported that the device had experienced rapid battery depletion. The device was explanted.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The reported premature battery depletion was confirmed in the laboratory. A longevity calculation was performed and the device was found to be below the expected limits. No high current measurements were found during bench testing, automated electrical testing and temperature cycling. The battery was sent to the vendor for further analysis. An internal anomaly within the battery was found to be the cause of the premature battery depletion.